Event description:
It was reported that the customer had been having low blood glucose levels. Customer's blood glucose level was 54 mg/dl. Customer stated that for the past 3 days, she has been getting unexpected low blood glucose levels around 30 mg/dl. Customer was unsure if her blood glucose level dropped below 30 mg/dl, but it has been 34-39 mg/dl in the past. Customer has been overeating and drinking juice to make sure she is correcting for her lows. Customer was not admitted as an inpatient for medical treatment. Customer uses short acting insulin. Customer's programming was reviewed and it was found that the time was off by about 6 minutes. Customer was advised to speak with their health care professional regarding the low blood glucose levels. Customer was advised to monitor the pump and call back if issues persist. Customer would like the pump replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. No further assistance needed.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.